Manufacturer narrative:
One used endobronchial tube was received for investigation, without its original packaging. Although no damage or anomalies were observed on the tube during visual inspection, the reported leaking issue was confirmed during an air leakage test when the device cuff was submerged in water while inflated, and air leakage was observed from a hole in the cuff. To ensure no situations or practices were present that could lead to the issue reported, a review of this product's manufacturing process was conducted. It was verified that procedures in the assembly process were being properly followed, and training records were verified up-to-date. An additional 32 sample tubes from the same product stores were subject to air leakage testing, and no cuff deflation was detected in any tube. Based on the results of the air leakage test, the reported leaking issue was confirmed. However, as all finished devices of this product line are inspected for leaks before packaging, and the observed condition would have caused the tube to be rejected, the investigation could not determine a definite manufacturing-related root cause for the identified leak.

Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a cuff to a smiths medical portex® endobronchial tube was damaged following placement. It was noted that the cuff was checked and was normal during pre-use check. Upon turning patient on their side, a broncho-fiberscope noted that the cuff was damaged. It was reported that the patient required "medical treatment" with no reported adverse effects.